Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device displayed an occlusion error, which caused the patient to be hospitalized for hyperglycemia. The patient experienced elevated blood glucose symptoms and fainted. The patient was transported to the hospital and was admitted into the intensive care unit. The patient was diagnosed with ketoacidosis, however the type of treatment provided was unknown. The blood glucose results obtained at the hospital were also unknown. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. Product was requested to be returned for evaluation.